Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the evaluation confirmed there was no deformation or damage that resulted in the foreign material in the channel. The root cause of the foreign material remaining in the air/water nozzle could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. D9: corrected to dec 3, 2023. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air channel of the colonovideoscope was obstructed. This issue was found after the procedure. There were no reports of patient harm. During device evaluation at olympus, the nozzle was found to be clogged with foreign material similar to surgical glue. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer stated reprocessing was not completed due to the condition of the device. The channel was clogged causing the endoscope washer to go into the blockage. In addition to the findings in b5, evaluation found the following: the air/water cylinder had no color; suction cylinder had no color; the plug unit had a scratch; the scope connector cover unit had corrosion due to water leakage; insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the amount of water contact did not meet the standard value due to clogging of the nozzle; water removal did not meet the standard value due to clogging of the nozzle; the objective lens had a scratch; the light guide lens had a scratch; the light guide lens had a chip; the connecting tube had a wrinkle; and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.